Event description:
Customer states liquid is dripping from analyzer into the walkway in front of the analyzer. No discrepant or erroneous pt results were generated and no operators were harmed.

Manufacturer narrative:
The field service rep determined cooling unit overflow from the top gasket to be the cause. He cleaned the overflow water and checked placement of the rubber gasket on top of cooling unit. The field service rep verified analyzer operation by performing system checks, calibration and quality control which were within specification.